Event description:
Customer reported that on the pediatric unit, lipids were infusing to a pt. The nurse flicked the tubing to remove some air bubbles and the tubing disconnected from the checkvalve. There was no pt harm and medical intervention was not required. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of tubing disconnected at the checkvalve could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.